Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported incident of pump stoppage and multiple pulsatility index (pi) events were confirmed through the evaluation of the log file collected from the returned system controller. The log file contained 240 events over approximately 4 days from (B)(6) 2015 to (B)(6) 2015, according to the timestamp. The (pi) ranged from 1.8 to 7.8 over the duration of the log file and pi events were active for most of the log file. On (B)(6) 2015 the pump speed dropped below the low speed limit of 9200 rpm's to 6680 rpm's and a low speed advisory was active. In the following event which occurred one second later, the pump speed dropped to 1860 rpm's and the low speed hazard alarm and motor stopped flag became active. The next event occurred one second later and the pump speed was recorded at 0 rpm's. The pump speed remained at 0 rpm's for the next three events. The pump stop spanned a time of 24 seconds, from on (B)(6) 2015. The system controller was connected to the power module at the time of the system stop. Prior to the pump stoppage, the power was recorded at 6.3 watts with no significant power elevations throughout the log file. The power ranged from 4.9 to 6.7 watts over the course of the log file. The system controller operated the pump at the fixed speed for the remainder of the log file and no further pump stops were observed. On (B)(6) 2015 the driveline was disconnected and the system controller was powered down. The system controller was tested using the equipment in the manufacturer¿s laboratory and the pump stop and multiple pi events were not able to be reproduced. The returned system controller functioned as intended during analysis and the events observed in the log file could not be correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that modified power module patient cables were requested and shipped to the customer on 10/28/2015.

Manufacturer narrative:
(B)(6). Approximate age of device: 8 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 due to a syncopal episode. During pump interrogation, it was noted that a pump stoppage had occurred. Based on the history screen data, a driveline disconnect was also observed; although the patient denied ever disconnecting the driveline. During admission, the patient was evaluated for suspected thrombus; however, the patient's lactate dehydrogenase was within normal limits and there were no other signs to suggest that the patient had a thrombus event. The patient's driveline was intact and an echocardiogram showed nothing unusual. The driveline was also manipulated in an attempt to create any additional parameter changes or alarms. The system controller data log file was submitted to the manufacturer's technical services representative for review. A pump stop event was captured in the log. The momentary pump stoppage appeared to have been the result of a high current event. The system controller is designed to protect the pump from damage during high current events by stepping down the motor speed if the motor load exceeds the drive capability of the motor. The system controller was exchanged. The pump parameters returned to within normal range and no further issues have been reported.